Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Device available for evaluation: concomitant medical devices and therapy dates, battery casing device and battery device, unknown therapy date. UDI: (B)(4).

Event description:
It was reported that during a spinal fusion procedure, it was observed that the small battery drive device while being used with a battery casing device and battery device had a burnt plastic smell that was noticed and smoke was observed coming off of the mayo stand during case opening. It was reported that the device had heated and began melting another disposable item on the stand. It was reported that the drive was removed from the field. It was reported that when the battery holder was removed from the handpiece, smoke was observed inside of the handpiece. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During evaluation it was determined that the reported condition of a burnt plastic smell and smoke was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device would not run - motor damage, would not run, foreign substance/debris/cleaning and failed pre-test for check function of the device and check power with the test bench due to improper maintenance.